Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an ongoing right atrial (ra) lead impedance problem. Interrogation showed the ra lead impedance was high and out of range which the physician suspected to be a due to lead fracture. The patient became mildly symptomatic in late (B)(6) 2020. The physician capped and replaced the lead on (B)(6) 2020. The patient was stable throughout the procedure.